Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site. Suspect computer has not been received by manufacturer for analysis. A medtronic representative performed a navigation system check-out, all areas passed, software and instruments areas passed. Site reported error: [the application has detected a communication failure and needed to log-out to reestablish the connection [all patient and registration will be saved ... ]. Computer replaced. Issue resolved. A medtronic representative performed another navigation system check-out, all areas passed. System performed as intended. A medtronic representative performed a navigation system check-out, software and instruments areas passed. Touch screen did not work, transceiver was replaced. Issue resolved.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Suspect fiber optic transceiver was returned for analysis. Reported issue was able to be duplicated. There was no touch on video port 2. Also found no video out on port 1. Took the top cover off and found that both usb to serial connectors have come loose from the usb hub, causing the no touch issue. Also found a capacitor (cp2) on one of the power distribution board has been been broken loose from the solder joint causing the no video issue on port 1. Electrical connection issue caused event. This issue will be trended and monitored in a medtronic hardware anomaly tracking database. Replacing the fiber optic transceiver and the computer in the i7 system resolved the issue. System is now fully functional. The suspect computer has not been received for analysis.

Event description:
A site physician reported a navigation system computer that would not switch on. No further details regarding the issue were provided. There was no patient present when this issue was identified.